Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-33166. It was reported the patient is unable to set the ipg to MRI mode due to high impedance. Surgical intervention took place wherein one of the leads was explanted and replaced to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.